Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient the screen on a 980 ventilator froze. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The field service engineer (fse) verified the reported issue and to address the failure, replaced the user interface (ui) printed circuit board (pcb). The ventilator unit passed all testing and has been returned to the customer. One ui pcb was returned and evaluated. The visual inspection found no notable conditions. Failure investigation technician reported that the reported issue could not be duplicated.